Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at an unknown level and sometime after the procedure, a pulmonary embolism occurred in the patient. The type of cement used in this patient was not specified in the report. No further information could be obtained.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.